Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Threaded tip of slaphammer broke.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the threaded tip broke off. The slap hammer was cyclically loaded beyond the material limit resulting in high stress, low cycle fatigue fracture initiation, with mixed mode overload fracture, both due to bending. No evidence of material or manufacturing defects was observed in the slap hammer that could have contributed to fracture initiation and/or propagation to failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.